Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis and regurgitation are potential risks associated with bioprosthetic heart valves. The IFU warns that accelerated deterioration of the bioprosthesis may occur in patients with an altered calcium metabolism. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, it appears that progression of the pre-existing disease process was the likely cause of the valve failure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 2 years and 9 months post implantation of a sapien xt valve in the aortic position; the valve was explanted and replaced in an open procedure; the mitral valve was also replaced at the same time. The patient tolerated the procedure well and was transferred for post management care in stable condition. Review of medical records (operative notes) revealed that the patient presented with severe aortic valve insufficiency and moderate aortic valve stenosis. Over the preceding weeks and months, the patient had increasing dyspnea with minimal exertion as well as peripheral edema. The patient was evaluated and found to be in congestive heart failure. Echo noted severe prosthetic aortic valve regurgitation with evidence of severe mitral and tricuspid valve regurgitation. During the re-operation, the transcatheter heart valve was noted to be very well fixed at the level of the aortic valve and the annulus with fibrosis and scarring circumferentially. No obvious gaps were noted around the periphery of the valve. The valve leaflets were noted to be thickened and sclerotic with a central defect causing lack of coaptation. Review of serial echo reports revealed no pvl and no central aortic insufficiency (cai) post implant, mild pvl and no cai on discharge, mild pvl and no cai on 30 day, and moderate pvl and trace cai on 1 year. The patient was last seen for a 2-year follow up and the echo revealed mild-moderate intravalvular aortic regurgitation (ar) and mild paravalvular ar. Moderate mitral regurgitation (mr) and tricuspid regurgitation (tr) was noted at baseline which was reported as moderate mr and moderate-severe tr at the 2 year follow up. The surgical pathology report indicated "benign aortic valve tissue with calcification and mild chronic inflammation, consistent with clinical aortic stenosis".